Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the battery charger was unable to stay powered up. The cause for the failure was isolated to an intermittent power supply brick. The root cause for the intermittent power brick could not be positively identified. No adverse event resulted from the defective power supply brick. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger wouldn't stay powered up. The patient was issued a replacement battery charger/modem.